Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to kinked heater coils, and a malfunction with reagent probe 1. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A discordant advia centaur xp troponin ultra result was obtained on a pt sample. The result was reported to the physician(s). The sample was retested and the corrected result was reported to the physician(s). The pt was started on a heparin drip. There is no known pt intervention or adverse health consequences due to the discordant troponin ultra result.